Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus was notified of the following event from FDA mw5109143: while using the subject device to break up a stone, the fiber optic device broke and a candle-like flame appeared at the end of the socket. The broken fiber was removed and the flame self-extinguished. No harm or injury to the patient. The intended procedure was completed. No additional information available. The facility requested to remain anonymous. This event includes 2 reports: (B)(6): unknown thulium fiber (soltive); (B)(6): unknown generator (soltive). This report is 1 of 2 for (B)(6): unknown thulium fiber (soltive).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Due to no device return, a physical evaluation of the device could not be performed. Based on the results of the investigation, since the customer is unable to be contacted, no further information is available. Therefore, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.